Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to retract the needle or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
See scanned table. The customer stated that the needle never retracted. The pod was worn for 3 days. The customer was ill due to a cold, and was thinking his highs were due to illness and not the pod.